Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01797 & 07368).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During postoperative monitoring and testing, periprosthetic soft tissue abnormalities, bursitis and fluid were noted. The simple fluid collection in the posterior lateral and the anterior lateral area of the hip measured 24.2 x 28.7 x 23.7 x 0. These findings were found due to follow up testing. Additional clinical data indicated the patient experienced contralateral hip pain. There has been no reported revision procedure to date.